Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round moderate profile 300cc saline prosthesis, serial number: (B)(4), catalog number: 3501645. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, bilateral prosthesis replacement was performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/21/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 4/12/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor received additional event information on 4/21/2018: the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel prostheses on (B)(6) 2018. Date of event: (B)(6) 2018. (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/12/2018, mentor received additional information: no complications noted and patient returned to recovery in stable condition. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 400cc gel prostheses on (B)(6) 2018. No complications noted and patient returned to recovery in stable condition.  The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of brown material observed. The device history record ( DHR) of lot number 7290232 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).